Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. The patient experienced previous mesh was bulged up and plicated (folded), recurrence and adhesions. Post-operative patient treatment included revision surgery, lysis of adhesions, plication of previous mesh, bilateral tap block with exparel, and recurrence repair with new mesh.